Event description:
Reporter disconnected the IV piggybacked into main line IV (sims deltec tubing(primary tubing). When reporter returned to pt approx 1 minute later blood was dripping onto floor. Upon examination, reporter found blue check valve on primary tubing did not close and blood was coming from hickman (central line) at primary tubing. This caused pt great anxiety requiring ativan.